Manufacturer narrative:
B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly still experiencing facial nerve stimulation with the new device. Should additional information be provided a new MDR will be generated under the new device. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing facial nerve stimulation. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the fantail. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of facial nerve stimulation could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. With the exception of an electrode being cut, the device passed the electrical tests performed.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.